Event description:
Customer reported erroneous low wbc (white blood cell) results were recovered for a single sample when using the coulter lh 780 hematology analyzer. The test results were considered erroneous when compared to results obtained on another lh780 instrument which were considered correct. There was no death nor injury or change to patient treatment attributed to or connected to this event as the erroneous results were not reported out of the laboratory.

Manufacturer narrative:
The fse did not perform field service on the instrument; however raw data was retrieved for analysis and is pending. Identification of the failure mode: the failure mode of the discrepant results is undetermined, pending analysis of raw data. Evaluation of product labeling: per labeling, (B)(4), the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.